Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer reported that the display returned. The customer reported that they found power loss alarm, insulin delivery stopped alarm and multiple pump error alarms. The customer reported that battery alarms were occurring on the screen. The insulin pump will not be returned for analysis.